Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the surgery was planned as bivads.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a biventricular assist device (bivad) placed.